Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred outside of the pt's body. The lesion being treated was mildly calcified, 80-90% stenotic lesion in a moderately tortuous mid left anterior descending artery (lad). After predilation with a 2.5 x 9 mm balloon the physician attempted to reach the lesion multiple times with a taxus express2 3.0 x 8 mm stent, however, was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the catheter, the shaft had kinked in the mid portion, and eventually fractured outside of the pt's body. No complication or injury was reported. Pt status is reported to be "satisfactory/good."